Manufacturer narrative:
A specific root cause could not be identified. Based on the fact that the patient's results were falsely low on two different samples suggests a recurring sample issue of unknown origin. The possible root cause may be pre-analytics and sample quality.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained about questionable elecsys troponin t assay (tnt) results for a patient on the cobas e 411 immunoassay analyzer. For sample 1 the initial tnt result was 0.080 ug/l at 7:40 and the repeat result was 0.370 ug/l at 20:41. A second sample (sample 2) was collected from the same patient. For sample 2 the initial tnt result was 0.980 ug/l at 16:46. For sample 2 the repeat tnt result was 2.64 ug/l at 19:10 and believed to be correct. The customer believed the repeat result was correct after the sample was tested and confirmed at another hospital. On (B)(6) 2017 sample 1 was repeated with a tnt result of 0.256 ug/l at 9:34. On (B)(6) 2017 sample 2 was repeated with a tnt result of 0.824 ug/l at 9:36. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The tnt reagent lot number was 245194. The expiration date was requested but not provided. The customer suspected the issue was due to pre-analytical error and did not have any further issues after the incident. Further investigation was not able to determine a specific root cause. The possible root cause may be sample quality and insufficient maintenance.